Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 9733467, software "verson" (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy during the case. The patient was registered and the straight suction verified with no issue. Immediately after registration, surgeon used the straight suction to navigate to known internal landmarks. When navigating to posterior to the sphenoid, it appeared that the tip of the suction was 2mm into bone when it was actually on the surface. The patient was re-registered and the same results were experienced. The surgeon chose to continue the navigation with caution. There was a reported delay of less than one hour due to this issue. There is no known impact on patient outcome.

Manufacturer narrative:
The returned archives were analyzed by a medtronic representative. It was determined that the software is functioning as designed. Previously reported method/result/conclusion codes are applicable. If information is provided in the future, a supplemental report will be issued.